Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event identified during the evaluation of (B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. Internal/external inspection was performed and revealed deteriorated piston foam. The device failed volumetric accuracy testing associated with rite functional testing. The cause of the discovered issue was due to the deteriorated piston foam. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.